Event description:
After surgical intervention took place, the reported issue of pocket heating while recharging has resolved.

Manufacturer narrative:
As received, reported event for pocket heating while charging was not confirmed. The ipg, after being depleted, was able to fully charge (within specifications) and pass auto test. Pocket heating testing was conducted using the returned ipg and returned le charger for 10 hours using test method (B)(4) and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. Frequent and longer charging test was performed and passed the test. No anomaly was observed that would have affected the operation of the ipg or reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was the reported the patient had been experiencing normal recharge burden due to the age of their ipg. In reference, the patient experienced discomfort (described as pocket heating) while recharging their ipg. As a result, the patient's ipg was explanted and replaced with a different model.